Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module for two patient samples. Patient 01 initial sodium result was 149.7 mmol/l. The repeat results were 130.3 mmol/l and 131.2 mmol/l. The initial potassium result was 4.9 mmol/l and the repeat result was 4.2 mmol/l. Patient 02 initial sodium result was 149 mmol/l. The repeat results were 142 mmol/l and 142 mmol/l (repeated on another analyzer). The initial potassium result was 4.2 mmol/l and the repeat result was 4.9 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration date were requested but were not provided. The field service engineer replaced the vacuum nozzle, electrodes, and reference electrodes. The investigation determined the service actions resolved the issue.